Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient suffered pain, scarring, adhesions, urinary and bowel dysfunction, and infection. The patient also suffered inflammation, foreign body reaction, erosion, contraction, hardening and nerve and soft tissue damage. All other information is unknown and unavailable.